Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user alleges being injured while occupying the motorized wheelchair during a motor vehicle transport. The owner's manual warns, "do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint".

Event description:
End user alleges while occupying the motorized wheelchair during a motor vehicle transport, the vehicle struck a pothole causing the end user to bounce up in the seat. Allegedly, as a result of the incident the end user sustained a back injury and required hospitalization.